Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: may 1, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received cut in half with the pieces stuck together and coated in viscoelastic residue. The lens halves were cleaned revealing scratches on the lens; one lens half was also torn at the edge. No further evaluation was performed. The lens diopter results obtained from the miq (measuring intraocular lens quality) electronic system show that this po was released within diopter specifications. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that "a3b" field was inadvertently left blank in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section a3b: gender: cisgender man/boy all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcu225 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of blurry vision at distance with a constant haze to everything and wrong power, the iol was explanted in a secondary surgical procedure and replaced with a zcu300 23.0 diopter iol. During the lens exchange procedure, there was no incision enlargement, serious patient injury, sutures, nor vitrectomy. Patient prognosis post lens exchange procedure is unknown. No further information is available.